Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarch subfascial hammock on or about (B)(6) 2008 to treat her stress urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, and erosion of her internal bodily tissue. It was additionally reported the plaintiff experienced suffering, permanent disability, including permanent instability and loss of balance.